Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for an alleged power loss found on (B)(6) 2021. Device passed self test, sleep current measurement, active current measurement and displacement test. No unexpected low battery alarms during testing. The test p-cap locks properly in place in the reservoir compartment noted. Device was cut open to perform visual inspection and no moisture or physical damage was found on electrical board 1, electrical board 2 or the motor. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked retainer, partially detached retainer and minor scratches on lcd window. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage and loaded voltage was within specification range. In further full review in the insulin pump history found no power loss alarms on the event date of (B)(6) 2021. However, the following alarms were noted: low battery alarms on (B)(6) 2021 at 3:20, on (B)(6), 2021 at 21:57, on (B)(6), 2021 at 19:49, on (B)(6), 2021 at 17:33, as well as change battery alarms on (B)(6) 2021 at 3:20 on (B)(6), 2021 at 21:57 on (B)(6) 2021 at 19:49 on (B)(6), 2021, off no power alarms on (B)(6), 2021 at 5:51 on (B)(6), 2021 at 3:35 and battery out limit alarms on (B)(6), 2021 at 6:09 on (B)(6), 2021 at 9:45. By reviewing the pumps real time power graph, the unloaded voltage and the loaded voltage goes from 1.6 v down to as low as .7 volt very quickly on and around the event date, showing that a low voltage battery was in use. In summary, insulin pump passed active current and sleep current testing . Customer alleged for unexpected power loss alarm was not confirmed and no internal damage found during visual inspection after opening up the pump. Power graph shows that a low voltage battery was frequently inserted and removed causing expected low battery and change battery alarms. Additionally retainer damage confirmed. Device tested ok this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alarm and battery life was less than expected. Insulin pump was switched off suddenly. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.